Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified vein side vessel. A 4/4t/40 symmetry balloon catheter was advanced for post-dilation. However, during second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.